Manufacturer narrative:
(B)(4). The results of the investigation are as follows: no product was returned or pictures provided; visual and dimensional evaluations review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right tka approximately 10 years ago. A first revision was performed on an unknown date. Subsequently, the patient was revised a second time due to pain and poly wear. Attempts have been made but no other information available at this time.